Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the centrimag console did not charge when plugged into a wall socket. Multiple wall sockets were tried without the issue resolving. The device alarmed with advice to plug the console into the wall socket.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of the centrimag console not properly charging was not confirmed. A log file was extracted from the returned console during testing, and the log file did not capture any atypical events or alarms on the reported event date of 23apr2024. The console was power cycled multiple times on this date and was not in patient use, and the console appeared to be receiving ac power as expected. The returned centrimag console (serial number l01246-0004) was functionally tested and was found to perform as intended throughout all testing. The console also charged and received ac power as intended throughout testing. The root cause of the reported event was unable to be conclusively determined through this analysis. Review of the device history record for centrimag console, serial number showed the device was manufactured in accordance with manufacturing and qa specifications. The 2nd generation centrimag system operating manual (rev. L) section 3 "warnings and precautions" warns "one additional 2nd generation centrimag primary console, motor and flow probe are required as backup system in the immediate vicinity of each patient whenever the centrimag or pedivas blood pump is used. The backup console must be connected to the backup motor and to the backup flow probe, have a battery charge sufficient for at least one hour of operation, be connected to ac power (except during transport) and be immediately available should the main console, motor or flow probe experience a malfunction." The 2nd generation centrimag system operating manual (rev. L, section 6 ¿setting up the system¿) instructs users on how to properly connect the ac power cord to the centrimag console. The 2nd generation centrimag system operating manual (rev. L, table 6 ¿symbols on the console, monitor, and flow probes¿) instructs users on how to properly identify whether the console is charging and receiving ac power. No further information was provided. The manufacturer is closing the file on this event.